Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389s-40, lot# v443426, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot# v657323, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v204235, implanted: (B)(6) 2009, product type lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the patient had one infection at the abdomen. The patient had a procedure related to the deep brain stimulator (dbs) infection. It was inquired if the infection could be related to a potential allergy to the implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-01977 for information on the patient's concomitant system.